Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the patient was having a revision on (B)(6) 2017

Event description:
A consumer reported via a manufacturer representative that an out of regulation (oor) error code was displayed on the patient programmer and the patient experience electrical shocks. When the patient's implantable neurostimulator (ins) was checked with a clinician programmer, an oor error code was displayed. The patient experienced the shocking sensation when the ins was being interrogated. Impedances were measured to be within normal limits and the ins battery was at 2.82v. The ins was programmed to c+, 0- at 2.7v, 60 usec, and 200 hz. No further patient complications were reported.

Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID neu_unknown_ext explanted: (B)(6)2017 product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the implantable neurostimulator (ins) and extension were replaced during the revision. Following the revision, the issue was resolved and the patient was receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the patient experience shocking in the area of the upper part of the implantable neurostimulator (ins) pocket. The cause of the shocking was suspected to be an intermittent fluid short. Palpating the ins or the lead/extension connection did not provoke the shocking sensation. The manufacturer representative thought a troubleshooting revision would be planned disconnect the ins and extension, clean the connection and test impedances, but there will still following up with the patient's health care provider (hcp) about the troubleshooting that they want to do. The issue has not been resolved.

Manufacturer narrative:
Other applicable components are: product ID neu_unknown_ext serial# unknown implanted: (B)(6)2014 explanted: (B)(6)2017 product type extension if information is provided in the future, a supplemental report will be issued.